Event description:
It was reported that the standalone intraocular lens (iol) was in poor condition/ broken. Through follow-up, we learned that the side of the scratched/broken lens was in contact with the patient's eye, and the problem was noticed when removing the lens from the seal. The defective product was discarded. No further information has been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.